Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be broken. The active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery and active exhalation control module. The internal battery and active control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The active exhalation control module was evaluated and the root cause of the active exhalation control module failing was physical damage to the solenoid valve.